Event description:
Five monitors in special care nursery randomly and unexpectedly rebooted themselves simultaneously. There was no lost data. The data was saved in the central monitoring unit. The 5 monitors all came back up after 3-4 minutes. Ge determined that there is a software issue related to overflow in power supply that causes the monitor to reboot itself when it reaches 49 days, 17 hours of continuous use. Ge has issued a field modification initiative for these new monitors.